Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: altrx neut 32idx50od; articul/eze ball 32 +1 gr; unknown hip femoral stem; unknown hip acetabular cup.

Event description:
Patient had a left hip replacement performed on (B)(6) 2018. Her wound was continually draining fluid and she complained of pain. Surgeon performed an I&d and reclosed the wound on (B)(6) 2018. In doing so, the liner and head were removed and replaced with a new liner and head. There were no complications during the case and the case was no delayed as it relates to our products. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.